Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead returned for analysis. External insulation abrasion was noted from 17.2 cm to 17.6 cm from the connector pin, consistent with friction against another implantable device or patient anatomy. All other damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.